Event description:
While performing troubleshooting for the customer's high blood glucose it was discovered that the drive support cap of the insulin pump was sticking out. At the time of the phone call the customer's blood glucose was 184 mg/dl. They had treated their high blood glucose with a backup plan prior to the phone call. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.